Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81 year-old female noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp case was aborted due to the patient¿s vascular anatomy. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since patient had calcification.